Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter is giving inaccurate high erratic readings. The patient manages her diabetes with an insulin pump. The patient's claimed that the subject meter has been giving her elevated readings such as "379 and 308 mg/dl" for the last 4 months. The reported meter readings were taken within 20 minutes of each other. The patient felt that is overdosing her insulin based on the alleged inaccurate high reading obtained on the subject meter. The patient allegedly has been having ongoing symptoms described as "quiver and incoherent" as a result of the product issue. The patient did not test on any other device at the time of concern. Based on statistical methodology, the calculated difference of these glucose results are within the expected value of <= 20% and/or <= 20 mg/dl. During troubleshooting , the csr noted that the results were taken on approved sample site. This complaint is being reported because the patient claimed that she developed symptoms that can be associated with hypoglycemia after taking insulin per the alleged inaccurate high readings obtain on the lfs meter. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.